Event description:
It was reported that the day after the implantable neurostimulator (ins) was implanted, the patient was ¿having problems with it¿ and met with the manufacturing representative and tried reprogramming. The patient stated that a few days later, they had it reprogrammed again. On the date of report, they determined by x-ray that the leads were ¿not where they were supposed to be¿ and would be calling ¿him¿ to schedule a time to revise the leads. The patient also wanted a replacement carrying case as their dog chewed it up. It was reported that there was >10,000 ohms following a revision of two leads. The manufacturing representative stated that the ins had gotten ¿fluid in the battery¿ and so they changed out the ins. It was noted that they inserted the 0-7 lead into the ins and second lead and closed up without testing impedances again. It was noted that the manufacturing representative was in recovery with the patient and testing leads and found that the 0-7 lead was >40,000 ohms, 8-15 was in normal range of 1400 ohms. The manufacturing representative stated that they ¿lit up all the electrodes and patient could not feel stimulation at 10v.¿ it was noted that they re-tested again at 3v. It was noted that the manufacturing representative was going to suggest ¿going back in¿ to check the system. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the high impedances did not resolve. It was noted that impedance was tested multiple times and the result was >40,000 ohms. It was noted that they left stimulation on for ¿some time¿ with the same impedance results. It was noted that they went back into the operating room. It was noted that the healthcare professional (hcp) chose to replace the battery. The cause was not determined. It was noted that impedance was currently fine and the patient was receiving good stimulation. The patient was doing great with perfect coverage. Additional information received reported that fluid got into the battery during the first case (lead revision) and so the battery was changed. The impedance issue happened after this battery was replaced. Therefore, the ins was replaced twice.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.